Event description:
It was reported that this lead was exhibiting high capture thresholds. It was also noted this lead was initially implanted in the bundle of his. A lead revision was performed, and the physician intended to reposition it, however, the helix did not extend or retract, and it was suspected that tissue was housed within the helix. Subsequently, the physician replaced this lead with a new one. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood and tissue were noted in the helix housing. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems.

Event description:
It was reported that this lead was exhibiting high capture thresholds. It was also noted this lead was initially implanted in the bundle of his. A lead revision was performed, and the physician intended to reposition it, however, the helix did not extend or retract, and it was suspected that tissue was housed within the helix. Subsequently, the physician replaced this lead with a new one. No additional adverse patient effects were reported. This lead has been received by boston scientific for analysis.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood and tissue were noted in the helix housing. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems.

Event description:
It was reported that this lead was exhibiting high capture thresholds. It was also noted this lead was initially implanted in the bundle of his. A lead revision was performed, and the physician intended to reposition it, however, the helix did not extend or retract, and it was suspected that tissue was housed within the helix. Subsequently, the physician replaced this lead with a new one. No additional adverse patient effects were reported.